Event description:
It was reported that the patient with this remote communicator of this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the interrogation was successful. Upon review, it was noted that this ICD exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. At this time, product remains in service and there were no adverse patient effects reported.